Event description:
It was reported that, approximately 10 seconds after the start of the procedure, the fiber broke at the body near the connector. The fiber was replaced, and the procedure was completed successfully. There were no patient complications.

Manufacturer narrative:
The fiber in question was not returned for analysis; therefore, no physical analysis of the fiber could be performed. Analysis of the media provided showed a fiber body break near the connector end. The reported fiber breakage event was confirmed. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The device instructions for use (IFU) was reviewed. The IFU cautioned the user to inspect the full length of the fiber for kinks, punctures, fractures or other damage. Do not use if the fiber appears to be damaged. And to not use if there is evidence of damage or wear that may compromise function. A review of the fiberlase hazard analysis was completed and confirmed that the event of fiber break was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause traced to component failure.

Event description:
It was reported that, approximately 10 seconds after the start of the procedure, the fiber broke at the body near the connector. The fiber was replaced, and the procedure was completed successfully. There were no patient complications.